Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was over-sensing noise. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient's condition was stable.